Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 814:04. According to the facility, it is unknown when this event occurred. Upon review of the pump's event history, baxter personnel discovered that this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) not being properly connected. The ail pcb was reconnected to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.